Event description:
The reporter stated that the pump infused at the wrong rate and delivered 15cc over one hour rather than in 10 hours. There was no pt injury or treatment associated with this event.